Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation results: (root cause undetermined - limited information/device not received for evaluation), inherent risk of procedure (stent thrombosis), (device not received for evaluation).

Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion in the distal circumflex. The lesion was 80% stenosed. The lesion was pre-dilated and the stent was deployed successfully. Thirteen days post implant, an angiogram was performed and stent thrombosis was confirmed. Due to small vessel size, it was decided not to treat the stent thrombosis. The patient is fine post procedure.